Manufacturer narrative:
(B)(4). G2: foreign, event occurred in taiwan.the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue plastic portion of the stem inserter instrument broke after surgery. There was no patient involvement. Attempts have been made and no further information has been provided.